Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.

Event description:
This lead was not successfully implanted due to unknown product performance issues. The lead was the successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted due to unknown product performance issues. The lead was the successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete lead was returned intact not severed. Helix retracted. Helix mechanism could not be tested due to dried blood in the housing. Continuity testing passed indicating conductors are intact. A stylet insertion test passed without issue indicating no blockage in the lumen. Can not confirm an unknown product performance issue.